Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they did reprogramming / mapping day they were notified but per patient he has not been able to get relief. The issues is not resolved. The physician is planning to revise the leads.

Manufacturer narrative:
Concomitant product ID 977a260 lot# serial#(B)(6), implanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2021. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date 2020 (B)(6); brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date 2020 (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller reports that pt had a fall at the end of january and a sudden return of pain after this. Today in clinic, all but 4 of patient's electrodes are showing high (caller mentioned values of 18,000 and 23,000 ohms). Reviewed staying with pairs around 1000 ohms during reprogramming and consideration of a revision if they can't program around the opens. It was further reported that all electrodes are showing values 18440 with the exception of electrodes 1 and 9. Troubleshooting consisted of: impedance checks, connectivity checks, and physician ordered x-rays. Cause is not known, issue is ongoing. Lead revision to be scheduled. Patient reported that loss of therapy occurred on january but said there was no fall or associated event.